Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a bolus. The blood glucose reading was 250 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. Nothing further was reported.